Event description:
It was reported to the MFR that the vns pt's device showed high lead impedance during diagnostic testing at an office visit. It was indicated that the pt began to experience an increase in seizure activity due to loss of therapy from the high lead impedance event. It is unk if the increase is above pre-vns baseline level. There was no pt manipulation or trauma to the device site that could have contributed to the reported event. Diagnostic tests performed on the device were within normal limits in (B) (6) 2009, per records. A battery life calculation was performed on the pt's device that revealed approx 4.48 yrs till end of service. The pt is scheduled for replacement surgery. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.